Event description:
The consumer called to report that the consumer suffered a burn to her chest after using the heating pad hp 215 standard hp-moist/dry. The consumer had the pad for 4 months. This incident happened 2 weeks ago.